Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.40ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The history was downloaded at the service center. A review of the device history indicates the device was programmed for continuous delivery only, with a 14.6ml rate, a 700ml vtbi, no kvo rate selected, and a 710ml container size. On (B)(4) 2010, at 1713, the device was powered on using batteries, a new container was added and the device was powered off. On (B)(4) 2010, at 1120, the device was powered on using ac power. At 1121, there is a check cassette alarm and a cassette inserted. Between 1125 and 1126, a start alarm occurred and silenced and the device is powered off. The history indicated the device was not powered on from (B)(4) 2010 to (B)(4) 2010, the date of the reported event. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the patient received more medication than intended. On (B)(6) 2010, at 1615, the device was programmed for continuous delivery in ml of fluorouracil 4800mg, leucovorin 800mg, and 2000 units heparin, at a rate of 14.6ml/hr, with a vtbi (volume to be infused) of 700ml, a container size of 710ml and the delivery was started. No further programming parameters were provided. On (B)(6) 2010, the homecare patient returned to the user facility to have the delivery disconnected. At that time, the patient reported that the delivery was complete 2 hours earlier than expected. The device was removed from clinical service. It was reported that patient receives therapy every 14 days and a replacement device was provided for the next delivery. There were no reported patient effects. No medical interventions were provided. Though requested, no additional information was provided.